Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2019-08581, 1627487-2019-08582 and 1627487-2019-08584. It was reported the patient's drg system was removed because it was allegedly no longer providing effective stimulation therapy. The procedure was reportedly completed without complications.